Manufacturer narrative:
(B)(4). Concomitant med products: attachment devices. The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed however, the assignable root cause could not be determined. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had an e8 (system fault) error code. It was further determined that the device failed pretest for safety assessment. It was noted in the service order that the device had a bearings malfunction, the attachment devices would not connect and had an e8 (system fault) error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.